Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the catalog number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Erosion is a surgical and physiological complication and an analysis of the device generally does not assist allergan in determining a probable cause for this event. No add'l info has been reported to allergan regarding the serial number of the device. "Slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal."

Event description:
Health professional reported a lap-band system removal "patient had 2 slipped bands, and then had it removed. Final slip had acute obstruction and was removed." (This report is for the first mentioned slippage of the band.)